Event description:
This is a late report as we were unaware we could have reported earlier to FDA. My mother, (B)(6), at time of death, was undergoing a mitral value repair with the surgeon, dr. (B)(6), using the davinci robot. This occurred at (B)(6) on (B)(6) 2006. According to the physician, the robot nicked her heart which resulted in bleeding out and emergency open heart surgery. She never recovered and developed a sepsis infection 4 days later. We were informed later that our mom was only the 3rd patient for heart valve surgery on this robot. We also are aware that another woman died subsequently by the same robot and physician. The doctor left town after this. (We never filed a lawsuit due to (B)(6) laws on damages). I am writing this to inform the FDA and to notify you of an adverse event for your stats of this davinci robot. My hope is that no one will have to die from this robot in the future in the cardiac realm of use for davinci. Thank you. (B)(6).